Event description:
A report was received that the patient was having charging difficulties. The physician will perform a pocket revision to relocate ipg.

Event description:
A report was received that the patient was having charging difficulties. The physician will perform a pocket revision to relocate ipg.

Manufacturer narrative:
Additional information was received that the during the pocket revision, the physician explanted the ipg as the patient felt the charging difficulty could have been ipg related. The patient was reportedly doing well following the procedure. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.